Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on (B)(6) 2016 that an elective replacement indicator (eri) error code was listed on the summary report from (B)(6) 2016. Stored data was reviewed by boston scientific&apos;s technical services (ts). Ts observed that the programmer would have displayed an eri on (B)(6) 2016 based on device diagnostic data. This device was observed to have 12 shocks at the time of replacement. Based on information contained in the information for use manual, this device exceeded the average longevity of 4.7 years. Thi particular device implanted lifetime was approximately 4 years 11 months (4.92 years). Therefore, the device is observed to meet the average projected longevity. To date, the device has not been returned to boston scientific.